Event description:
Customer reported inaccurate readings on his sensor. Customer said one time his sensor was reading 100 mg/dl, but his actual blood glucose was 39 mg/dl. He changed the sensors. He also stated when trying to insert a sensor, the sensor broke apart. Customer is on vacation and needs replacement sensors. Customer's current blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.